Event description:
The user facility reported that part of the glidewire's coating was "stripped" off when the physician inserted the wire into a "diseased iliac" vessel. Follow-up communication with the user facility is on-going in order to obtain additional information. However, very little information is currently available.

Manufacturer narrative:
Unable to determine if there was any patient impact, based upon the currently available information. The involved device has not been returned by the user facility, and neither the product code or lot number is known. Therefore, the failure investigation was limited to a review of currently available user facility information. As of this time. Repeated attempts to obtain the sample and/or follow up info have been unsuccessful. The event description is consistent with damage to the glidewire's coating due to manipulation against a hard, rough or sharp surface. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain condition may result in damage or separation of the polyurethane coating. For example, "do not manipulate / withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU state, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." Communication with the user facility is on-going and a follow-up report will be submitted if significant additional information is received. All available information has been place on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up.